Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report: 3005168196-2020-00427. 1.section h. Box 4. Device manufacture date please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and an unknown microcatheter. During the procedure, while attempting to advance a smart coil into the microcatheter, the pusher assembly of the smart coil kinked; therefore, it was removed. The procedure was completed using another smart coil and an unknown microcatheter. There was no report of an adverse effect to the patient.